Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device after a peripheral percutaneous transluminal angioplasty and atherectomy interventional procedure. Reportedly, a suture break occurred. A second perclose proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that both cuffs captured the needles and the rail suture end was cut with the device cutter. This is indicative of successful needle deployment and suture retrieval. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.